Event description:
The customer reported the system displayed an x-ray disabled error message. This error message will cause the loss of fluoroscopic x-ray functionality. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended.